Event description:
Consumer reported complaint for erratic, low and high blood glucose test results. The customer is concerned with test results from back to back blood glucose test results of 217, 58 and 200 mg/dl; customer stated the tests had been performed fasting on (B)(6)2023 at around 10:45 am. The customer¿s expected am fasting blood glucose test result is < 155 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 204 mg/dl and 224 mg/dl using true focus meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/17/2024 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.